Event description:
Consumer complaint of about high blood results. Customer normal results are 79-131 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (454) and the lowest normal result (79) is located in zone d. Last 5 results in memory are 454 mg/dl, 311 mg/dl, 237 mg/dl, and 282 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 79-131mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (454) and the lowest normal result (79) is located in zone d. Last 5 results in memory are 454mg/dl, 103mg/dl, 311mg/dl, 237mg/dl, and 282mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.